Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instruction for use (IFU), valve stenosis and pannus are potential risks associated with the use of the bioprosthetic heart valves. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. In this case, based on the limited information available, the root cause of the increased gradient per medical records is pannus formation, causing ¿subvalvular¿ stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, 1 year post implant of a 23mm sapien 3 valve, the patient reported being symptomatic (sob). Follow-up echo indicated a mean gradient of 37.5 mmhg. The patient was started on anticoagulation therapy with no improvement. Pannus in-growth is suspected. Another echo was scheduled. The patient is undergoing evaluation for a possible valve in valve procedure. Medical record review revealed the sapien 3 valve was successfully deployed via the transfemoral approach. The valve was well positioned and no paravalvular leak (pvl) or central aortic insufficiency (cia) were observed. Pod1 echo indicated the sapien 3 valve was well seated and ¿opens well¿. No aortic regurgitation or pvl was observed and the mean gradient was 16.1 mmhg. The patient was discharged on pod2. During the 1-year follow-up visit, the patient reported fatigue and shortness of breath (sob). The 1-year echo indicated the valve was well seated without evidence of pvl. The valve leaflets demonstrated normal excursion and thickness. Changes related to circumferential low-attenuation involving the proximal aspect of the implanted valve, either by thrombus or pannus, were observed. These changes resulted in a significant narrowing below the level of the leaflets. The patient was started on anticoagulation therapy for valve leaflet thrombosis. A follow-up echo 2 months later indicated a mean gradient of 37.5 mmhg and a maximum velocity across the bioprosthetic aortic valve of 432.9 cm/sec. A flow acceleration proximal to the valve leaflets and apparent pannus formation, causing ¿subvalvular¿ stenosis (below the leaflets, but appears to be within the valve) was also found. No further information regarding possible intervention was provided. The valve remains implanted in the patient.